Manufacturer narrative:
The investigation is on-going; a supplemental will be submitted upon completion. Information received from the same report as MDR MFR: 2029214-2016-00164.

Event description:
Medtronic received information that the middle segment of the marathon microcatheter ruptured about 6 cm proximal of the catheter tip, during onyx embolization of a cerebral arteriovenous malformation (cavm) located in the distal posterior inferior cerebellar artery (pica). It was reported that little resistance was felt, but not overly when suddenly onyx was seen within the (pica) as it leaked to an unintended and unknown location. It was further reported that during imaging an infarct was identified and patient experienced a stroke at the treatment site. There was no treatment given to the patient. Patient current status is unknown.

Manufacturer narrative:
The onyx device was not returned, however, onyx residue was found around and inside of the returned catheter hub and tip. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. Use context may have contributed to the catheter rupture that lead to onyx leak in an unintended location. The onyx IFU indicates: ¿stop injection if the onyx les is not visualized exiting catheter tip. If the catheter becomes occluded, over-pressurization can occur. During the onyx les injection, continuously verify that the onyx les is exiting the catheter tip. Testing has shown that over-pressurization and rupture can occur if only a volume of 0.05 ml of the onyx les is injected and is not visualized exiting the catheter tip. The onyx IFU also indicates: "stop injection if increased resistance to the onyx les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.